Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode for this could be "does not allow for easy insertion/removal of the catheter". A potential root cause for this failure mode could be, ¿too little coating applied to catheter surface¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Do not use if package is damaged. Bard and clean-cath are trademarks and /or registered trademarks of c.r. Bard, inc. Or affiliate. Warning: after use, this product may be a potential biohazard. Handle and dispose in accordance with accepted medical practice and applicable laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported by the patient that the catheter felt a bit rough and caused bleeding. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported by the patient that the catheter felt a bit rough and caused bleeding. No medical intervention was reported.